Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 538 mg/dl, with an unknown cause. The customer attempted to resolve the issue by administering a bolus. Upon being admitted into the hospital, an insulin drip was administered to address the high bg, along with nausea medication. Reportedly, the customer was released from the hospital on (B)(6) 2019 and was unsure if any permanent damage was present.